Event description:
Pre the e-select study database indicated that four months post procedure, the patient was set up for a staged procedure/re-pci-percutaneous coronary intervention due to angiographically driven - significant lesion judged to require revascularization. The treated site is unknown. The event resolved without sequel.

Manufacturer narrative:
The patient's history is significant for coronary artery disease, orally treated diabetes mellitus, and smoker was admitted for the index procedure with unstable angina. Prior to the procedure, the patient was on aspirin, statins, and clopidogrel. At the time of the procedure, the patient received aspirin, clopidogrel and unfractionated heparin. The angiogram showed two-vessel disease, the proximal/mid (lad) left anterior descending artery and the distal (rca) right coronary artery. The lad vessel diameter was 2.75mm and the lesion length was 46mm. The lesion was described as de novo, bifurcation requiring double guidewire, irregular contour, moderate tortuosity of proximal segment, angulations, eccentric, moderate calcification, type b2, and 80% stenosed. The rca vessel diameter was 3.0mm and the lesion length was 10mm. The lesion was described as de novo, smooth contour, readily accessibly, concentric, little calcification, type a, and 99% stenosed. A 6french-guiding catheter was utilized to cannulate both vessels, and two bmw guidewires were utilized to cross the lesion/bifurcation. The lad lesion was pre-dilated with 2x20mm unknown brand balloon at 14 atmospheres. Two cypher select plus stents were deployed at 14/18 atmospheres with satisfactory results. The stent was post-dilated for optimal expansion with a 2.75x28mm balloon at 18 atmospheres. The rca lesion was crossed with bmw guide wire, and direct stented with cypher select plus stent was deployed at 14 atmospheres with satisfactory results. After the procedure, the patient was placed on aspirin and clopidogrel. The patient was discharged home with clopidogrel for 12 months and aspirin permanently, oral antidiabetics, statins, and beta-blockers. This product is similar to us cypher. This is one of three products used during the same procedure on the same patient, which is associated with mfg report # 9616099-2008-02371 and 9616099-2008-02372.